Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and reset and pressurized the vent using customer settings. After 30 minutes the map (mean airway pressure) dropped from 11.2 cmh20 to 10.14. There was a loose connection on the mean pressure panel meter. The panel meter was replaced and alarms check was done. The performance test passed and the ventilator meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the 3100a ventilator mean airway pressure is fluctuating. The customer confirmed that there was no patient involvement associated with the reported event.